Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation on 11/16/2015. Visual inspection of the returned platform was performed and found that the head restraint wire and blue case were damaged. The battery latch lock was bent. Autopulse 1.5 is a reusable device and was manufactured on 12/29/2009. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and there were no user advisory codes observed on the reported event date. Functional testing was performed and device passed the test. Also load cell characteristic check passed. The lcd screen was noted to be flickering and stiff shaft rotation was identified. Based on the investigation, the parts identified for replacement were the blue case and associated parts, power distribution board, lcd screen & battery latch lock. Also the clutch plate and clutch housing interior in stiff shaft rotation were also cleared. In summary, the reported complaint of the physical damage to the platform was confirmed based on visual inspection and attributed to wear and tear. Also the short black cover found to have been damaged. Following service, including replacement of the blue case and associated parts, short black covers; the device passed all testing criteria.

Event description:
It was reported that the autopulse platform blue case was damaged. No adverse patient sequelae was reported. Based on the investigation performed, it was identified that the lcd screen was noted to be flickering.